Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive act button due to unlocked j2 or lcd keypad connector. Unable to perform operating currents, self-test, a21 error test and displacement test or verify a21 alarm due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly and had unexpected restart. A cold reset was performed. The customer's blood glucose level was 400 mg/dl at the time of incident. Customer stated that the act button of the insulin pump was not responding. Customer stated that they were unable to clear the alarm because the act button doesn't work. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.